Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument with an alleged issue to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The cauterization test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument pinched patient bowel at the articulating distal end. There was no perforation of the bowel during the event. The procedure was completed with no reported injury.